Event description:
The customer reported the generation of intermittent erroneously low, zero, or negative results for multiple analytes, including, sodium (na), potassium (k), chloride (cl), bicarbonate (co2), albmin (alb), blood urea nitrogen (bun), alkaline phostatase (alp), aspartate aminotransferase (ast), alanine aminotransferase (alt), glucose (glu), magnesium (mg), calcium (cala), total protein (tp), and creatinine (cre)) on their dxc 700 au chemistry analyzer. Customer reported the samples had g, j, k, pl, and fh flags. Results were not reported outside of the laboratory. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient demographics. The customer provided data for three (3) patient samples.

Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the dxc 700 au chemistry analyzer, and identified the failure mode as multiple hardware. The fse replaced the sample dispense unit, deionized water dispense valve, and gear control printed circuit board which resolved the issue. Information not provided by customer. The beckman coulter internal identifier is case-(B)(4).